Manufacturer narrative:
The reported event was ¿sheath had torn the vein due to intense tortuous of the vein.¿. As received, an introducer was returned in one piece with dilator. Final analysis found the shape of the introducer was deformed, as received consistent with procedural damage. No further anomalies were found.

Event description:
Related manufacturer reference number: 2017865-2023-49788. It was reported the patient presented for a leadless pacemaker (lp) implant. During the procedure, the vein was so tortuous that no torque was transmitted, and the catheter was inoperable. The introducer sheath was removed from the right side, and then bleeding from the puncture site occurred. It was thought the sheath ruptured the vein. The bleeding was stopped, and a left side attempt was made but failed due to anatomy. Implant was abandoned due to risk. The patient was stable.